Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the day of the event, the cgm was reading 9.0 mmol/l and the blood glucose reading was 33.2 mmol/l. A second measurement compared and the cgm was reading 9.0 mmol/l and the blood glucose reading was 32.7 mmol/l. The pediatric patient was not feeling good, she vomited and was nauseous. The patient's father tretated the patient with insulin and took her to the hospital. At the hospital the patient was diagnosed with diabetic ketoacidosis (¿acidocetose¿), her ketone levels were at 5.0 mmol/l. At the hospital the patient was treated with insulin injections and anti-vomiting medicine. The patient was discharged after 1 day and at the time of the report the patient was feeling better. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.